Event description:
Trochanteric gamma nail inserted as per surgical technique. Nail and targeting arm were put together with nail holding bolt. The bolt seemed to go in easily and there were no signs of any problems with performing this step. Lag screw, set screw and distal screw were all put in. The surgeon then tried to remove targeting device from nail. It would not budge and in the end we had to remove all the screws and nail and put in another nail using another instrument set. This added another 45 minutes onto the procedure, and the patient was very sick so anaesthetis was very concerned with the extra anaesthetic time.

Manufacturer narrative:
Na